Event description:
A patient was undergoing a lung biopsy procedure using a CT system for image acquisition. In this procedure, the healthcare professional (hcp) positions the needle to perform the biopsy. It was reported that the CT scan aborted at some point during the procedure. Despite the inability to acquire further images, the hcp continued with the biopsy. After the procedure was completed, the hcp discovered that the patient sustained pneumothorax. The patient was hospitalized and had her lungs re-inflated.

Manufacturer narrative:
Engineering investigation of the scan abort indicates the cause to be a hardware error. The error was found to occur when the anode was running for an extended period of time. The ge field engineer (fe) corrected the issue by replacing the anode cable, hemit tank, and tube. No recurrence was observed since the parts were replaced. The event was further evaluated by ge clinical applications specialists. It was determined that this type of malfunction is not expected to lead to a serious injury in the future. Lung biopsies have known complications that occur on a significant number of examinations, one being pneumothrorax; and several factors might be involved in this procedure that my result in such injury. It is unknown that the outcome would be different if the scan abort did not occur. Thus, a hardware error such as the one reported could not be directly linked to pneumothorax. It is known, however, that the hcp can cease the procedure at any time by withdrawing the needle without the need for further imaging by the CT system.